Manufacturer narrative:
No patient sample was submitted for investigation. In-house testing of retention product confirmed the presence of the c antigen on cell 11 of panocell-20, lot 40004.

Event description:
A customer reported obtaining unexpected negative results with cell #11 on panocell-20, lot 40004.